Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, 21 atrial noise reversion episodes were noted on the device. All episodes showed appropriate sensing and mode switching. The electrogram did not revealed any noise. No intervention was made. The patient was stable.